Event description:
It was reported that the patient received multiple inappropriate shocks due to noise on the right ventricular (rv) lead. It was also reported that the rv lead thresholds were high. Fracture was suspected. The patient presented to the emergency room and detections were turned off. The lead was subsequently explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. The lead was destructively analyzed. No anomalies could be attributed to the complaint at this time. (B)(4).